Event description:
It was reported on (B)(6) 2022, that the needle was separated from the cone during a jugular procedure. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, that the needle was separated from the cone during a jugular procedure. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of needle cannula detached from hub in use was able to be confirmed by the photos. The first photo showed the lidstock information and the second photo revealed the detached cannula. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of needle cannula detached from hub was confirmed by visual inspection of the customer supplied photos. The first photo showed the lidstock information and the second photo revealed the detached cannula. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.